Event description:
A medtronic employee overheard that a pt who had received resorbable been void filler in a tibial plateau procedure developed a post-op infection. It is unk if any add'l surgical intervention was required. All attempts to obtain add'l pt and device info have not been successful.

Manufacturer narrative:
This medwatch report was completed using the info provided by the initial reporter/healthcare professional. Any missing or incomplete data is the result of the info not having been provided. Without add'l pt or device info, no review of the mfg records is possible, and we are unable to determine the definitive cause of the reported event. The subject product is terminally sterilized with gamma irradiation prior to distribution.